Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose of 320 mg/dl due to a bent infusion cannula and insulin leakage at the infusion site. This occurred approximately 2 weeks prior to the report. Pt was unable to determine why her blood glucose was elevated and noticed the bent cannula when she changed the headset. Normal blood glucose is 150-200 mg/dl, and pt delivered a 10 unit bolus to correct hyperglycemia. The headset and tubing are changed every 5-6 days, and patient was advised on manufacturer recommendations. There were no concerns with the preparation or insertion of the infusion set. There were no concerns with the adhesive or with removing the insertion needle. Blood glucose elevated at least 8 hours after the headset was inserted manually. Pt started this type of infusion set (B)(6) 2011, and this has been the only occurrence of a bent cannula. Alleged infusion set was discarded and will not be returned for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.